Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 391 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. The customer believes the pump was under delivering insulin and that the pump did not provide any alarm or alerts for their hyperglycemia or possible malfunctions. The customer also received a hardware low level failures alarm after the first self test. The customer was able to rewind and use the pump. Troubleshooting was completed and the pump passed the self test. The insulin pump will not be returned for analysis. Unomed set.